Event description:
On (B)(6) 2013 asnis 4.0 surgery for lateral malleolus fracture was performed. Then extraction surgery was performed on (B)(6) 2015 because the fracture has healed. In the extraction surgery, the head of screw was broken when surgeon tried to extract it. After that, the surgeon used conical extractor and tried to removed the remained screw shaft. But the tip of extractor was broken and remained in the screw shaft. Finally, the surgeon left the screw shaft and the tip of extractor in the patient bone, and finished the surgery.

Manufacturer narrative:
The reported incident that cannulated screw asnis iii ø4.0x46mm tl15.5mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lots did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. Device was not received.

Event description:
On (B)(6) 2013 asnis 4.0 surgery for lateral malleolus fracture was performed. Then extraction surgery was performed on (B)(6) 2015 because the fracture has healed. In the extraction surgery, the head of screw was broken when surgeon tried to extract it. After that, the surgeon used conical extractor and tried to removed the remained screw shaft. But the tip of extractor was broken and remained in the screw shaft. Finally, the surgeon left the screw shaft and the tip of extractor in the patient bone, and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.